Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: structure & composition: the product includes three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by gamma radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy. Correction: d, e this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the hospital at 7:42 am on (B)(6) 2025, for one-day history of gross hematuria. On (B)(6) 2025, they underwent transurethral resection of the bladder lesion under general anesthesia at 10:42 am. During the procedure, a 20-gauge triple-lumen urinary foley catheter was placed, with the balloon filled with 20 ml of normal saline and secured. Postoperatively, a triple-lumen urinary catheter was placed and connected to an external continuous low-pressure bladder irrigation system, with clear effluent. The patient was conscious and reported no significant pain or discomfort postoperatively, with a nrs score of 0. The patient expressed understanding of the precautions regarding the catheterization, and no restraints were used. A ward round was conducted at 8:00 pm the night before (B)(6), showing that all catheters were securely secured and the catheter was undergoing continuous low-pressure bladder irrigation, with clear effluent. During a ward inspection at 9:00 pm, the patient was resting in bed, conscious and alert. They complained of persistent stinging pain at the urethral opening, with an nrs score of 2, and a slightly distended abdomen. An indwelling urinary catheter was inspected and found to be partially dislocated, without any traction. The patient's abdomen was slightly distended. Gently squeezing the catheter dislodged it, revealing a ruptured catheter balloon. The on-call physician was immediately notified, who re-catheterized the patient and connected them to an external continuous low-pressure bladder irrigation system. The patient was ordered to continue observation.

Event description:
It was reported that the patient was admitted to the hospital at 7:42 am on (B)(6) 2025, for one-day history of gross hematuria. On (B)(6) 2025, they underwent transurethral resection of the bladder lesion under general anesthesia at 10:42 am. During the procedure, a 20-gauge triple-lumen urinary foley catheter was placed, with the balloon filled with 20 ml of normal saline and secured. Postoperatively, a triple-lumen urinary catheter was placed and connected to an external continuous low-pressure bladder irrigation system, with clear effluent. The patient was conscious and reported no significant pain or discomfort postoperatively, with a nrs score of 0. The patient expressed understanding of the precautions regarding the catheterization, and no restraints were used. A ward round was conducted at 8:00 pm the night before on (B)(6), showing that all catheters were securely secured and the catheter was undergoing continuous low-pressure bladder irrigation, with clear effluent. During a ward inspection at 9:00 pm, the patient was resting in bed, conscious and alert. They complained of persistent stinging pain at the urethral opening, with an nrs score of 2, and a slightly distended abdomen. An indwelling urinary catheter was inspected and found to be partially dislocated, without any traction. The patient's abdomen was slightly distended. Gently squeezing the catheter dislodged it, revealing a ruptured catheter balloon. The on-call physician was immediately notified, who re-catheterized the patient and connected them to an external continuous low-pressure bladder irrigation system. The patient was ordered to continue observation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.